Event description:
Guidewire tip unwrapped. The report we received indicated that during removal from guiding catheter guidewire tip unwrapped. There was no pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete.